Event description:
It was reported; the hospital staff were asked to provide a distal cap for a diagnostic gastroscopy using a gastrointestinal videoscope. They did not have the appropriate size cap, and the doctor said to use the bigger disposable distal attachment cap on the scope and secure it with steri strips. During the procedure, the cap came off and was not retrieved. The cap is expected to pass naturally through the gastrointestinal (gl) tract without additional intervention. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d10, h2, h3, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, a likely cause of the malfunction identified was failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.